Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The screw head was damaged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. Additionally, the instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on three out of three attempts. No logs could be derived as the instrument was used on dv5. The dislodged grip ring at the proximal end caused the jaws not to fully close and fail initialization test. The instrument also exhibited imprecise motion during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to close properly. This is as a result of dislodged grip ring in the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument jaws joint popped out and got dislocated. The instrument would not open or close. The procedure was completed with no patient harm.